Event description:
This is filed to report an single leaflet device attachment (slda). It was reported that on (B)(6) 2021, a patient presented with degenerative mitral regurgitation (mr) grade 4+, with posterior mitral annular calcification (mac). There was difficulty visualizing the clip due to imaging quality. Two clips were implanted. All views were satisfactory, and the mr was reduced to 2+. There was no adverse patient effect or observed tissue damage. Approximately 2 months prior to (B)(6) 2022, the patient was presented with shortness of breath. On (B)(6) 2022, imaging revealed an slda occurred with the ntw clip, and the mr was 4+. The device was detached from the posterior leaflet. In the physician¿s opinion the slda was due to the imaging quality and anatomy (posterior mac) during the index procedure. There was no tissue damage observed. An additional ntw was placed between the 2 clips as treatment. The mr was reduced to grade 2+, with no adverse patient effect or observed tissue damage. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date estimated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported dyspnea could not be determined. The reported recurrent mitral regurgitation appears to be due to the single leaflet device attachment. The reported single leaflet device attachment was due to challenging anatomy in conjunction with imaging difficulty. The reported issue of difficult imaging was related to equipment limitations. The reported patient effects of mitral regurgitation and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.